Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Investigation unable to download event history log. During investigation, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer's reported problem was confirmed. Service replaced the pump back-up cap and scratched screen. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited alarm 1720 and had screen damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.